Manufacturer narrative:
Omit : a1601 - device alarm system (1012), g0600101 - alarm, audible. Additional information : report source, imdrf annex a, b and g codes. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device was giving error code 255-xx-xxx issue, this was during the patient use and was swapped out the pump without harming the patient. As for testing and repair, the keypad has been replaced and pm passed. There was patient involvement and no injury to the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device was giving error code 255-xx-xxx issue, this was during the patient use and was swapped out the pump without harming the patient. As for testing and repair, the keypad has been replaced and pm passed. There was patient involvement and no injury to the patient.